Manufacturer narrative:
One (1) rhd2.5 driver was returned for investigation. Upon visual inspection, no damages that could have prevented product from functioning as intended were identified. Functionality test performed with a compatible fmt retrieved from finished goods indicated that the driver could not fit the fixture mount transfer. A device history review was performed and found one related non-conformance. Rhd2.5 is a component of the tsvkit kit, (B)(4). The manufacturing date used is the receiving/inspection date within the DHR for 63542171. A non-conformance was initiated against this lot number on december 12, 2016. Also a complaint history search was performed using our complaint handling system and there were thirty one (31) additional related complaints for this product lot. Additional complaints have been reported on this lot for the same issue. Appropriate escalation steps - health hazard evaluation, corrective action preventive action, and scar - have been taken to further investigate the issue. A voluntary recall has also been initiated against the lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer® instrument kit system and driva¿ drills ¿ IFU 8874 rev 4-07/14 information identified: IFU 8874 was reviewed. It contains rdh2.5 handling instructions. The complaint indicated device malfunction. The complaint is therefore confirmed. A root cause was determined for this complaint: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. A product quality hold was issued for the affected lots within the lower level lot 63542171. Hhed was initiated to further evaluate a similar event. As a result, an hhe was initiated, and corrective action preventive action was opened. The CAPA was closed to a scar for (B)(4). The scar was reviewed and addressed the reported device malfunction. (B)(6).

Event description:
Doctor stated that during a procedure to place an implant the driver would not fit the hex drive. However, doctor was able to hand drive item in.